Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records. Findings included pain, osteolysis and screw loosening which caused liner wear. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-107323 ¿ freedom liner ¿ 483900; 103531 ¿ ti low profile screw ¿ 866700; 103531 ¿ ti low profile screw ¿ 490870; 103533 ¿ ti low profile screw ¿ 227790; 103533 ¿ ti low profile screw ¿ 089760; 103200 ¿ taperloc stem ¿ 143910; 11-107016 ¿ freedom head ¿ 519710; 106054 ¿ ranawat/burstein shell ¿ 345600. Device manufacture date : nov 2006. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process and once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02984, 0001825034-2020-03760, 0001825034 - 2021 - 00397, 0001825034 - 2021 - 00398, 0001825034 - 2021 - 00399.

Event description:
It was reported that patient underwent a right hip revision approximately 3 months post implantation and a second revision approximately 13 years later due to pain, osteolysis and screw loosening resulting in liner wear. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.